Event description:
Single-port gastric tubes were inserted into 4 residents. Within 1-3 weeks of insertion all 4 residents were sent to the hosp and returned with diagnoses of: gastric erosion due to gastric balloon. One resident had a previous history of gi bleed. All residents began with vomiting coffee-ground emesis. Event dates: 12/94-1/95; pts: 2 males, 2 females.